Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient had erratic stimulation. The patient had pain felt in the chest and the device seemed to drain the patient and make him tired. The output current was only 0.75 ma and pulse width 130 and signal frequency 15. According to the patient this has been occurring for quite some time. Diagnostics are within normal limits and the physician has referred him for battery change to obtain the new m106 device as soon as possible. From the referral notes received, it appears that the referral is to replace prophylactically to help with the erratic painful stimulation and fatigue. Surgery is likely but has not occurred to date.